Event description:
Device 2 of 2. Reference MFR report# 1627487-2013-20455. It was reported the patient experienced stimulation in the abdomen and ribs. X-ays did not confirm a lead migration. It was further noted the patient has been previously reprogrammed several times successfully resolving the issue. The patient later called to report the simulation had changed again. At the last reprogramming session on (B)(6) 2013, the issue could not be resolved. Follow-up identified the patient continues to feel uncomfortable stimulation in the ribs and abdomen. In addition, the patient is not satisfied with system. Surgical intervention will be undertaken at a future date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.